Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Regarding a missing led segment on the volume indicator. It might be a failure of the leds mounted on the front-panel unit accidentally. Regarding lighting of some leds when the power was turned off. It might be a failure of the relay or ic mounted on the main board accidentally.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the numbers on the front panel were not complete and the alarm sounds were generated even the subject device functioned properly during preparation for use. The service department of olympus (B)(4) checked the subject device and found that the followings. There was a missing led segment on the volume indicator. The alarm sounds were not generated. There was failure that some leds lit on with clicking sound when the subject device was turned off due to the failure of the main circuit board. (B)(4) surmised that the failure could be related the reported phenomenon. There was no patient injury associated with this report.